Manufacturer narrative:
Could not access system via kinectus.

Event description:
(Caller was not the user who experienced issue). The system shut itself down during an exam. When they tried to boot the system back up, it will not power up all the way to imaging. They moved the patient to another system to complete the exam.